Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported 'false air in line error' which was not reproduced. Evaluation inspected the device and did not observe the precise described error, however, did experience a likely related error. Air in line errors were verified through a review of the event history log. Evaluation determined that the customer issue is attributable to an out of specification ultrasonic sensor. The upstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted. The device was received, and an evaluation is complete. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to a no audio condition. Service evaluation verified the device had no sound. The assignable cause of the issue was found to be the connection of the rear case flex tail. The issue will be attributed to a loose rear case flex connection, and re-connection to the input/ output printed circuit board was required to correct the problem. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed false air in line. The event occurred during testing at the biomed service. There was no patient involvement. No additional information is available.